Event description:
The account alleged that a pt was in the stretcher with both siderails up in the intermediate locked position. The caregiver attempted to lower the siderail with one hand and the siderail came down on her hand. The account would only state that the caregiver had a fracture of the hand. No additional info was given.

Manufacturer narrative:
The tech inspected the unit and found the stretcher is functioning as designed and no discrepancies were noted.